Event description:
It was reported that the ilet displayed an ¿unable to proceed. Please check notifications¿ alert during the load and fill tubing process, which persisted through multiple restarts, notification checks, dry-run fills to approximately 120 units with repeated fill sequences, and a full reload with new supplies, and drops were not observed at the fork needle during the cd infusion set check, leading to device replacement. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included device replacement and continued cgm use with the dexcom app or receiver. Investigation included guided troubleshooting and education, iterative dry-run fills, a complete reload with new supplies, and a fluid path observation at the tubing fork. Investigation of this case revealed a persistent failure to complete the fill/load sequence consistent with an occlusion or flow obstruction within the fluid path, involving the pump/tubing interface. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the hoverboard assembly. The hoverboard will be replaced to address the failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.